Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed a premature 'low battery' warning but no indication was displayed on the g5 mobile application. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver displaying a premature warning could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and passed all relevant testing. The receiver log was downloaded and reviewed, and an early low transmitter battery end of life alarm was observed. The reported event of a premature low battery end of life alarm was confirmed during log review. A root cause could not be determined.